Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter (B)(4). No problem or issues were identified during the device history record review. Two pictures were received for evaluation. In the attached pictures it is not possible to see the reported defect. The complaint is not confirmed. During manufacturing, there are checks in process to assure this defect does not occur. Based on the analysis conducted in the picture provided, the complaint was not confirmed. No corrective actions were taken.

Event description:
It was reported that the catheter was kinking. No patient injury reported.